Event description:
The affiliate reported that a faulty certas valve was removed from a patient. No other detalis are available.

Manufacturer narrative:
Upon completion of the investigation, it was noted that during the visual inspection there was a tear around the siphon guard. Although it could not be determined how the tear occurred it might be possible that the device came in contact with the edge of a sharp instrument either during the implant or explants procedure. This however could not be confirmed. During further inspection it was also noted that biological debris was seen in the needle chamber. During the testing investigation, the device failed the pressure test and an occlusion was found at the inlet of the ruby ball; however when the device was irrigated and tested again the flow was normal. Biological debris was also seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.